Event description:
A male pt contacted lifecor customer to report that one of his battery packs repeatedly caused a "reinsert battery" message prompt. When it finally started the monitor, the battery slider icon showed a "?" Instead of the bars for remaining charge. A review of the pt's downloaded data showed that a battery fault also occurred on 03/17/07, with the same battery pack, but appears to have corrected itself. A replacement battery pack was provided.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. Battery pack was received with 0 volt output and a defective u3 supervisory ic chip. The u3 supervisory ic had developed an internal short circuit which in turn drew excessive current from the battery cells. The root cause of the shorted u3 was determined to be the result of an electrostatic discharge (esd) event that caused u3 to latch up. Once latched up current continued to flow through u3 damaging the ic and discharging the cells. The defective u3 and battery u3 and battery cells will be replaced. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.